Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: delamination, opening. Leak test was performed and found opening on radius side, delamination diaphragm valve. A microscopic analysis was performed which identify a striated edge opening, delamination on diaphragm valve. Based on the device analysis the final assessment is: - a striated edge opening on radius side assessed as surgical damage. - delamination of the diaphragm valve assessed as adhesive failure additional, changed, and/or corrected data: h3, h6.